Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had air/water leakage in the bending area. The issue was found in preparation for use. The intended diagnostic procedure was completed with a different device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the insertion tube coating was deteriorated and peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to update b1 to product problem and correct b5.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The inspection and testing found a leak due to a bite in the bending section cover, the connecting tube was discolored, and the image was scratched due to breakage of the charged coupled device unit. Based on the available information and the results of the investigation, the coating on the insertion tube was deteriorated and peeling, likely due to chemical stress and handling over time. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had air/water leakage in bending area. The issue was found in preparation for use. The procedure was completed with a different device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was peeling of the coating on the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.